Manufacturer narrative:
Device evaluation of electrode has been completed. The reported problem (adjust belt/check belt messages) has been confirmed. Upon investigation the electrode belt did not pass a ECG falloff test. The cause was isolated to a shorted wires in the ECG cable. The root cause for the shorted wires was not able to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt or check belt messages.